Event description:
"Baxter IV pump infusing under infusing heparin drip. Pump number 0392870. Rn (registered nurse) set pump to infuse the whole bag of heparin (500 ml standard bag). First infusion had an additional 27 cc in the bag after the pump alarmed infusion completed. After switching multiple pumps. Rn compared amount of medication that should be left in the bag (expected amount 303) and compared it to the actual amount in the bag - which was 350 ml. The rate of medication was 50 ml under what was order to be infused. Heparin gtt has not be therapeutic for the last two checks".